Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. The customer states they woke up with insulin flow blocked alarm. The customer proceeded to change the infusion set, however the alarm recurred. The customer removed the set and noted a crimped cannula. The customer treated using the insulin pump. The customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.